Event description:
Related manufacturer report number: 3006705815-2023-07110. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the left lead was explanted and replaced to address the issue. It was also reported that during the same surgical procedure on (B)(6) 2023, the right lead was repositioned since it had migrated during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000142217.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue. It is unknown which lead has high impedances.